Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient reported that an infection on the cannula site on (B)(6) 2026. Patient experienced the symptoms of redness and swelling right next to belly button.the patient went to the doctor and was prescribed cefalexin for 10 days. No further information available.